Event description:
The customer reported an issue with the robotic drape with attached leggings, noting that the seams on the leggings are coming apart. Customer reported no patient injury or medical treatment was required. Additional information was requested on (B)(6) 2025, (B)(6) 2025, and (B)(6) 2025. No responses have been received to-date.

Manufacturer narrative:
Incident one of two. The product involved in the event was not returned for evaluation. Upon completion of the investigation, a follow up report will be filed. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or caused serious injury.

Manufacturer narrative:
Based on the results of the investigation, the issue was confirmed from the photo provided. The image indicates insufficient adhesive in the legging component. However, because no sample was returned, it could not be determined whether the adhesive was missing entirely or improperly applied. A review of the drape device history record confirmed that the lot met all manufacturing process and quality requirements prior to release, and no rework or special conditions were reported. Cleaning records associated with the manufacturing process were reviewed with no issues identified. A visual inspection of the current warehouse inventory for the affected component also revealed no abnormalities. All quality inspections had been completed in accordance with procedures. Fl70104 line¿s personnel were retrained in job aid ja-07688 gluing generic instruction to reinforce good manufacturing practices and avoid recurrence on this issue. Personnel of the manufacturing line were notified of the incident for heightened awareness. The complaint has been logged in the tracking and trending program to monitor for any emerging trends. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or caused serious injury.